Manufacturer narrative:
At this time, the patient was unable to identify the device implanted but believes them to be either rejuvenate or abgii. Additional information has been requested and if received, will be provided in a supplemental report.

Event description:
It was reported that the patient has had both hips done. The patient is experiencing pain and soreness. The patient is scheduled to have MRI and blood work.